Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left breast capsulectomy performed due to pain. Left breast biopsy performed for cytological/pathological testing. Concomitant medical products: mentor memorygel breast implant 600cc gel breast prosthesis, catalog #3506004bc, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a breast augmentation procedure with textured saline mcghan/allergan implants in 1994. In 2003, the patient underwent a breast augmentation revision procedure with textured saline mcghan/allergan implants. On (B)(6) 2014, she underwent a breast augmentation revision procedure with mentor memorygel breast implant 600cc gel breast prostheses. On (B)(6) 2017, the patient had an ultrasound that showed suspected left implant rupture. The patient underwent a left breast capsulotomy with hematoma evacuation on (B)(6) 2017; device was found to be intact, and it was washed with betadine and reinserted into the patient. Per mentor IFU, this device is for one time use only and should not be re-implanted. Therefore, this device was used off label. This event was already reported to FDA under psr reference number (B)(4). The patient developed left breast pain and was seen in the office on (B)(6)2019. The patient underwent left breast capsulotomy and reinsertion of the same mentor device on (B)(6) 2019. Again, this device was used in an off-label manner. The seroma fluid and shave biopsy sample and left breast capsule were sent for cytological/pathological testing on (B)(6) 2019. Pathology results showed the seroma fluid and fibrous pseudocapsule contained isolated and small nodular aggregates of atypical t-lymphoid cells which were positive for cd 30 and ema. Alk-1 stains were negative. These features are worrisome for anaplastic large cell non-hodgkin's t cell lymphoma. In context of the clinical presentation, this likely represents bia-alcl. However, secondary involvement associated with a systemic visceral/nodal t cell lymphoma should also be excluded clinically. This case was referred to a doctor for secondary opinion, and on (B)(6) 2019, the consultation report stated ¿diagnosis: breast, left ¿ consistent with breast-implant related cd30-positive anaplastic t-cell lymphoma.¿ at the time of this report, mentor has received no information regarding explantation or an expected explantation date. No chemotherapy or radiation therapy was reported.